Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2108217: (B)(4) items manufactured and released on 27-oct-2021. Expiration date: 2026-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a subsided stem and the cause is unknown. At about 7 months post primary the surgeon used cables and revised the head and stem. The surgery was completed successfully.